Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): product performance information was received, analyzed, and no anomalies were found. Product: d224trk implantable cardioverter defibrillator (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the battery had short longevity. The right atrial and right ventricular leads were noted to have high thresholds. Both leads remain implanted. The right atrial lead output was decreased and capture management was set to monitor. The right ventricular lead output was also decreased. No patient complications have been reported as a result of this event.